Event description:
It was reported that the user experienced recurrent low blood glucose, including a recent hypoglycemic event that the user treated with oral glucose in the form of nearly two bottles of juice; per discussion with clinical staff, a functional reset was recommended due to recurring lows, with meal maladaptation discussed but no specific root cause identified. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.